Event description:
The rotator breaks when injecting contrast at 1100 psi. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device eval has not been completed. A f/u report will be submitted when the eval has been completed.